Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in (B)(4). The MFR has not yet received the explanted device, x-rays, or other source documents for review. Where lot numbers were for the device in this case the device history records were reviewed adn found to be conforming. As soon as add'l info becomes available and/or the device(s) have been returned for eval and an investigation result has become available, an mended medical device report will be filed. (B)(4).

Event description:
It is reported that the pt experienced pain and underwent a surgical revision due to post-operative breakage ncb femur plate.